Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely the b30 error was displayed due to an abnormality in communication with the endoscope. There was damage confirmed in the electrical contacts inside the scope socket and the appearance during the device evaluation at the service department. As for the background of the failure, it had been six (6) years since the device was manufactured, so it was likely that the device was affected by wear due to long-term use and corrosion of the pins of the electrical contacts.

Event description:
The customer reported to olympus, while using the evis exera iii xenon light source, a b30 error occurred. No patient involvement reported.

Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer stated the same scope was used on another tower and worked fine. The contacts were cleaned; however, the issue was not resolved. The customer was advised to send the evis exera iii xenon light source in for repair. The device was returned to an olympus service center for evaluation. The video image was functioning normally. However, the evaluation found the scope socket tab was damaged and not protecting the socket pins. Additionally, there was corrosion in the air tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.